Manufacturer narrative:
Continuation of d10: product ID tm90t0, lot#/serial# (B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 16-jul-2019, UDI#: (B)(4). H3. Analysis of the communicator found that it failed due to a damaged micro usb interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s representative reported that the communicator charging port was loose, and the cord was falling out. The reporter stated that they couldn't get it to charge and were afraid it was going to go out. The reporter confirmed they had tried other cords without resolution. When the agent inquired about the event date, the reporter stated, ¿he told me a day or so ago and he said I don't think it's charging and if it is, it's not staying charged up.¿ a replacement communicator was requested from the repair department. No patient injury reported.